Event description:
Livanova deutschland has received a report of an electronic gas blender displayed an error of differences between the pump flow ordered and pump flow communicated to nmc unit (e18) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: following complaint investigation and analysis, it was learned that the reported error was related to a fan faulty. A noisy fan does not impair the functionality of the gas blender to maintain the gas flow to the oxygenator, therefore the event has been re-assessed as not reportable, since this issue is not likely to cause or contribute to death or serious injury. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Several tests ans calibration were performed without issue; no value deviation was recorded. The unit was returned to service. Complaints database analysis revealed no similar event since unit installation in 2015. It cannot be ruled out that the error message reported was caused by the accumulation of dust inside the fan (due to improper cleaning procedure) that has been removed during service activity.

Event description:
See initial report.